Event description:
On (B)(6) 2014 at the (B)(6) in (B)(6), it was reported that during a procedure there was leakage of blood from the bottom of the 01970110# quadrox-I oxygenator with lot number 70094128. The oxygenator was replaced. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The returned sample was analyzed by pressure testing in the laboratory and the leakage was confirmed. Cracks and scratches were observed during microscopic examination at the blood inlet and outlet connectors. (B)(4).